Manufacturer narrative:
. D4: UDI: n/a as this product code is not exported to the us market. G4: 510(k) number: k926214. 1. Visual inspection of the actual sample (unaided eye) - the outer layer had turned over from approx. 180 mm to approx.182 mm from the distal end (approximately 2 mm). - the exposure of the core wire was observed in the area from approximately 182 mm to approximately 199 mm from the distal end (approximately 17 mm). 2. Visual inspection of the actual sample (microscope, electron microscope) 2.1 about the outer layer at the proximal side of the peeled area - the peeling appeared to have originated from a sharp cut, which seemed to have developed diagonally when observed from a lateral perspective. - in a certain area, the outer layer had peeled off over approximately half of the circumference. The fracture surface near the starting point of the peeling was smooth. The distal edge was shaped as if it had been torn off, and wrinkles were observed nearby. 2.2 about the outer layer at the distal side of the peeled area - the proximal edge was shaped as if it had been torn off. 2.3 about other sections - scratches were scattered in the area from the distal end to approximately 160 mm from the distal end. - there were no anomalies in other areas, such as scratches. 3. Confirmation of missing portion after the outer layer that had been turned over was restored to its original shape, it was determined that there was a defect in the outer layer measuring approximately 15 mm in length. The proximal edge was shaped as if it had been torn off. 4. Dimensions - outer diameter of the undamaged section: it met the factory's specifications. No anomaly was found. 5. History investigation of the involved product code and lot number - no anomaly was found in the manufacturing record and the product inspection record. - no other similar report from other facilities was found in the past complaint file. 6. Simulation test in light of the description of the event reporting that a metal needle was used together during the procedure, a simulation test was conducted as follows. A guidewire was inserted into a metal needle with the cut surface facing downward, and as a result of operating the guidewire in the direction of removal, it came into contact with the metal needle, and the outer layer was peeled off. During the test, the following characteristics were observed in the sample: - the peeling of the outer layer originated from a sharp cut, which developed diagonally when viewed from a lateral perspective. - the fracture surface of the outer layer appeared smooth. - these characteristics were found to be similar to certain parts of the actual sample. 7. Cause of occurrence/conclusion based on the investigation results, it is likely that the actual sample was inserted into a metal needle with the cut surface facing downwards, and as the actual sample was being withdrawn, it came into contact with the metal needle, resulting in the peeling of the outer layer. When the actual sample was removed with the peeled outer layer, it is inferred that it got caught in the combined device, causing the outer layer to be torn-off. The estimated length of the missing outer layer is approximately 15mm. Relevant IFU reference: "do not manipulate or withdraw the glldewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during a pacemaker case, resistance was felt when the guidewire was being removed from a sheath. Upon examination, it was visually confirmed that the urethane jacket had peeled. As reported, the fragment of urethane was retrieved and there were no remnants in the patient's body. It appears that the guidewire was used through a metal needle attached to the merit medical kit. The procedure was completed successfully. There was no residue left in the patient, retrieval was completed.